Event description:
An overdose was reported. Per reporter this summer the patient had an overdose and was thought maybe related to "possible compounding issue". The "old drug" was removed from the system and patient improved. As of the date of this report it was indicated that the healthcare provider was adding morphine sulphate to baclofen.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).